Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced congestive heart failure and was admitted to the hospital. It was noted that the device failed to deliver enough atp, and high voltage output therapy due to undersensing, and the patient went into ventricular fibrillation. Programming and medication changes were made. The patient will remain monitored at the hospital.